Event description:
It was reported patient had a primary nonunion fracture on or about (B)(6) 2013. X-ray showed gamma nail was broken, doctor then revised patient on (B)(6) 2014 to remove nail.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Affected item was not returned for evaluation. Device inspection could not be performed as the device was not available for investigation. The DHR review could not be performed either as neither catalogue number nor lot code were provided. As the item had been implanted already in (B)(6) 2013 and as the date of removal was reported to be (B)(6) 2014 it was concluded that the implant had been implanted for more than 14 months. Referring to reported non-union it was suggested that the nail had been implanted for more than 14 months without assistance of / release by bone healing. Neither any information regarding the patient¿s age, weight, height nor on post implant activity level were available. As no medical records were provided a medical review was not reasonable. It could not be determined whether reduction was appropriate, implant position was adequate or if the patient had been compliant to the surgeon¿s instruction. In this case non-union was confirmed in the event description. The IFU refers to potential non-union. As no results were presented from the pathology no further statement was possible from technical point of view. With available information the cause of the event was most likely based on the patient¿s condition but not caused by a deficiency of the device. No non-conformity was identified. Device not returned.

Event description:
It was reported patient had a primary nonunion fracture on or about (B)(6) 2013. X-ray showed gamma nail was broken, doctor then revised patient on (B)(6) 2014 to remove nail.